Manufacturer narrative:
D4: correct device lot # unknown. D4: primary UDI, updated. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6). The controller event log files collectively contained approximately 3 days of relevant information (07mar2025 to 10mar2025, per timestamp). A driveline power fault alarm activated at 18:59:09 on (B)(6) 2025 due to an interruption in the power a signal. The driveline power fault alarm latched and remained active until the controller was exchanged; however, the interruptions in the power a signal were intermittent throughout the remainder of the data. The observed alarm did not impact the operation of the pump. To date, the modular cable associated with this event has not returned for evaluation. Multiple attempts were made to obtain information regarding the return of the product, but no response was received. Provided information indicated that the heartmate 3 system controller (serial number: (B)(6) and modular cable (lot number: unknown) were exchanged, which resolved the observed alarms. The root cause of the driveline power fault alarm cannot be conclusively determined through this analysis. The device history records could not be reviewed, as the correct lot number of the modular cable was not provided. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch and abbott heartmate 3 left ventricular assist system patient handbook are currently available. Section 2 of the patient handbook provides instructions for how to properly perform a system controller exchange. Section 7 of the IFU and section 5 of the patient handbook both describe the alarms which occur on the system controller, including those associated with driveline power fault, backup battery fault, and no external power conditions. Section 6 of the patient handbook describes how to properly use the shower bag. The user is warned to never expose the system controller or batteries to water. The system controller must be kept dry at all times. No further information was provided. The manufacturer is closing the file on this event.

Event description:
After exchanging the controller and modular cable the alarms resolved.

Manufacturer narrative:
Section d4: device expiration date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient began having driveline fault alarms around 7 pm on (B)(6) 2025. The customer wanted to know if the modular cable and controller needed to be exchanged or just the modular cable. Log file review showed multiple driveline power faults (pwr a) on (B)(6) 2025 starting at 18:59:09. There was no interruption in pump support during these events.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.